Manufacturer narrative:
Patient age not provided. Approximate age of device - 1 year 2 months. The patient remains ongoing with the device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the patient was in the ER for a low flow alarm with complaints of weakness, dizziness, tea colored urine for one month, slow and slurred speech, balance impairment and trouble recalling words. The hemoglobin and hematocrit (h/h) was 7.8 g/dl and 25.8% respectively. Review of the log file by the manufacturers technical services representative showed a low flow event on (B)(6) 2018. Additional information has been requested but not yet provided.

Manufacturer narrative:
Additional information received. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
Additional information provided on (B)(6) 2018 stated that the patient was negative for stroke and bleeding in the brain. The patient was also negative for thrombosis. The patient had an echo done on (B)(6) 2018. The patient had a dilated right ventricle(rv) with moderate rv dysfunction. There was also moderate tricuspid regurgitation(tr) and mild to moderate mitral regurgitation(mr). The gastrointestinal(gi) bleed was confirmed. The patient received an endoscopy, transfusion, changes to medication, and was cauterized and clipped. The patient remained inpatient with the gi team closely monitoring. The patient was still being monitored due to worsening chronic anemia. An egd showed angiodysplasia. It was stated that hemoglobin was 8.5 g/dl. A neurologist was consulted and a CT head showed no acute finding.

Manufacturer narrative:
Manufacturers aware date was inadvertently omitted from the first follow up report. The correct date was oct 3, 2018.

Manufacturer narrative:
Manufacturer's investigation conclusion: no product was returned for evaluation. Review of the submitted system controller log file confirmed the report of low flow hazard alarms; however, a specific cause for these events could not be conclusively determined through this evaluation. In addition, a direct correlation between the device and reported events could not be conclusively established. The patient remains ongoing on the heartmate ii lvas and no further issues have been reported at this time. The heartmate ii lvas IFU lists bleeding and right heart failure as adverse events that may be associated with the use of heartmate ii left ventricular assist system. This document provides details regarding the recommended anticoagulation therapy and inr range. This IFU also outlines the pump parameters and explains that pump flow is estimated based on pump power. Pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. Physiological factors that affect the filling of the pump, such as hypovolemia or postural hypotension, can result in reduced pump flows as long as the condition persists. This IFU and the heartmate ii lvas patient handbook outline all system controller alarms, including the low flow hazard alarm, and provide information regarding how to respond to and troubleshoot the alarms. No further information was provided. The manufacturer is closing the file on this event.